Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power fault alarms was confirmed with the data retrieved from the returned system controller (serial (B)(6)). The log file captured driveline power fault alarms that became active on september 8. The alarms were active relating to the power b fault code. The system operated within the patient stored speed value (5,500 rpm) and low speed limit value (5,300 rpm) during the alarm events. The returned system controller was functionally tested using laboratory equipment and operated on a mock circulatory loop without any notable event captured in the history event screen. The system controller was tested together with the returned modular cable (lot # 7018711) and the driveline power fault alarm was unable to be reproduced. The reported event of a backup battery fault alarm was also confirmed with the data captured in the log file. The log file captured the backup battery fault alarm on september 9 that was active relating to a backup battery not installed fault code. The alarm appears to be related to a connection issue. It was noted the backup battery fault was intermittently active. The backup battery fault alarm was initially active upon receiving the system controller. The 11v backup battery (serial # (B)(6)) was reseated into the returned system controller and left to fully charge. It was noted there were no backup battery fault alarm active. The backup battery was able to fully charge with ¿charge complete¿ message. The backup battery was able to support the system for the required 15 minutes. The backup battery fault alarm was unable to be reproduced after reseating the connection. Device history record indicated the device was manufactured in accordance to manufacturing and quality assurance specifications. System controller (serial # (B)(6)) was shipped to the customer on 29aug2019. Heartmate 3 patient handbook rev b, cautions the users to ¿call your hospital contact if you think that, for any reason, any portion of your equipment is not functioning as usual, is broken, or you are uncomfortable with the operation of the equipment. Your hospital contact can check the equipment and order replacements, if needed. Do not try to repair anything yourself.¿ under section 5 ¿alarms and troubleshooting¿ describes all alarms (visual and audible) and what action should be performed when they do occur. This includes the driveline power fault and backup battery fault alarms. Heartmate 3 instructions for use rev c, states ¿replace any equipment or system component that appears damaged or worn¿. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The driveline faults were previously reported under the pump under MFR # 2916596-2021-05625. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had both a driveline fault alarm and a backup battery fault alarm. The log file displayed driveline power faults as mentioned on (B)(6) 2021 through (B)(6) 2021. The log file displayed the backup battery faults as mentioned beginning on (B)(6) 2021. There was no interruption in pump support during these events. The controller and modular cable were exchanged. The driveline faults and backup battery alarms resolved with the controller exchange. The patient currently did not have any further alarms and all equipment was functioning without issue. Related manufacturer report number of pump: 2916596-2021-05625.